Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/27/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed based on the information received from the customer, rosc was not achieved with manual compression. Autopulse is adjunct to manual CPR. In case of stoppage of autopulse the user reverts to manual CPR which is standard of care. Additionally, the ems crew attributed patient death to drug overdose and not the autopulse platform. Evaluation is not complete.

Event description:
It was reported that the customer responded to a called at a patient's home on a (B)(6) male, who was in cardiac arrest. The patient was unconscious and lying on the floor when the crew arrived on the scene. It was unknown if bystander CPR was performed. Manual CPR was immediately started, start time was 12:55 pm. The patient was placed on the autopulse platform. The ems noticed that the lifeband was twisted. He untwisted the lifeband and proceeded to start the autopulse. During active operation, the lifeband would not retract and a user advisory (ua) 16 (timeout moving to take-up position) was displayed. To troubleshoot the issue, the ems repositioned the patient, swapped out the lifeband and the battery. During this time manual CPR was still being performed. The ems stated that this troubleshooting and swapping out the battery took less than 12 seconds. After troubleshooting, the crew restarted the autopulse and once again the ua 16 displayed. The ua 16 could not be cleared and the use of autopulse was aborted. The autopulse did not perform any compressions. The ems stated that medications (type not disclosed) were administered to the patient. After which the patient was transported to the ambulance and taken to the hospital. Time was 1:10 pm (15 minutes after crew arrived on scene). Rosc (return of spontaneous circulation) was never achieved by the ems. The patient was pronounced dead at the hospital. Time unknown. The date of death was (B)(6) 2016. Per the customer's opinion, the patient's death was not related to use of the autopulse.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll san jose for evaluation. Device history record (DHR) was reviewed and no previous related complaint was reported for this autopulse platform (s/n (B)(4)). A visual inspection of the returned autopulse platform was performed and found the front cover was cracked and is unrelated to the reported complaint. The platform is a reusable device and therefore, this type of damage found during visual inspection is characteristic of normal wear and tear. A review of the platform archive data showed several user advisory (ua)16 (timeout moving to take-up position) on the reported date of (B)(6) 2016, thus confirming the reported complaint. Functional testing could not be performed due to user advisory 16 (timeout moving to take-up position) message displayed within a few compressions. It was noticed that the drive train motor brake had rusted and seized. The platform wasn't powered on for several days prior to the date problem occurred. In the warm and humid climate, the drive train motor brake will seize if the platform is not powered on frequently. Upon cleaning the corrosion/rust off, a brake gap inspection was performed and verified that the brake gap was within the specification. Following service, the sticky encoder shaft symptom was observed. However, the sticky encoder shaft symptom is unrelated to the reported complaint. The clutch plate was required to be deburred to remove the sharp edges from all 12 hex edges of the armature plate. The run_ in test was performed using the 95% patient test fixture (lrtf) for several hours, and no user advisory or fault occurred. In addition, the load cell characterization testing was also performed and the data and graph confirmed both load cell modules are functioning within the specification. In summary, the reported complaint of user advisory 16 code was confirmed during archive data review and functional testing. To remedy the ua16 fault, the drive train motor brake corrosion and rust were removed. The platform passed all final functional testing criteria.